Manufacturer narrative:
Corrected data. D4 UDI updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
Upon review, it was identified that the is product problem (b1) was inadvertently omitted in error. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the pump stop could not be determined as no product or logs were returned for evaluation and limited clinical details were provided. The cause of the priming problem could not be determined as no product or logs were returned and limited clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 49-year-old male patient with a past medical history of human immunodeficiency virus (hiv), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During prep, there was a pump stop due to a suspected purge issue. To troubleshoot, the team restarted set up steps from the beginning, which did not resolve the issue. A new impella cp and console were used to complete the procedure. The patient ultimately expired on support two days later. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the underlying clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected.